Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels and ketones. The customer's blood glucose was over 500 mg/dl. The customer was wearing the insulin pump at the time of the urgent care visit. The customer's mother also reported that the insulin pump alarmed no delivery due to bent infusion set cannulas. The caller stated that the customer had gone through at least 6 infusion sets and only had 4 left due to the bent cannula issues. The caller was unable to troubleshoot the issue at the time of the call, as she advised that she had already changed the set. She declined to return the infusion set and reservoir for analysis. The caller was advised to call whenever she experienced any issues related to the infusion set, reservoir or insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.